Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct on (B)(6) 2026, for the treatment of bile duct stones. During the procedure, after successfully crushing one stone, the spyscope was temporarily removed from the endoscope working channel in order to sweep the bile duct. The plan was then to reinsert the spyscope through the endoscope into the bile duct to crush an additional stone. However, it was observed that the spyscope no longer produced an image on the monitor, as visualization was lost at some point during the procedure. By manipulating the spyscope, both image and light were briefly restored; however, the image remained intermittent and distorted. As a result, the procedure was canceled, and the patient will be rescheduled for a repeat procedure. No patient complications were reported as a result of this event.